Manufacturer narrative:
Other, other text: h10: device evaluation: one level 1 trauma fast flow system (h-1200) was returned for investigation in good condition. The investigator installed a di-100 disposable set onto the device. The 300 ml saline bag was then filled and hooked onto the pressure chambers. The device pressurized to the appropriate pressure and dispensed the entire 300 ml volume. The customer reported product problem was not confirmed during the functional test. During the inspection a cracked return tube was identified, however. This unreported problem was addressed by replacing the return tube. The crack in the return tube was attributed to a deign problem. This was established as the root cause.

Event description:
It was reported that the level 1 trauma fast flow system (h-1200) did not dispense the full 350 ml of blood. According to the customer, the pressure chambers on that model had a gap between the doors. This was preventing the full 350 ml from being dispensed. No patient injury or complications were reported in relation to this event.